Event description:
It was reported that the catheter was received damaged. It was further indicated that the box looked like something heavy was placed on it, the box was "bent" (creased) and the product was bent inside. There were no patient complications.

Manufacturer narrative:
The catheter was received in a broken shipping tube. The white shipping tube was broken 15cm distal of the clear adaptor. The tube appeared to have been bent to a severe angle prior to breaking in half. The catheter was also bent 90 degrees at the break site and the two pieces of the white tube were rubber banded together. The shrink seal was still attached around the clear adaptor cap and the other around the IFU is missing. The product sterility has been compromised. When the catheter was removed from the tube, it was found to be in good condition although bent at the break site. As stated in the complaint, the outer box was crushed and the damage appears to have occurred during shipment of the catheter. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.